Manufacturer narrative:
Received one 530 in unoriginal package. Lot number was able to be verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection, the complaint was not confirmed. The device functioned as intended. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 reports, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: endoscopic procedures should be performed only by physicians with adequate training and knowledge of these procedures. In addition, medical literature should be consulted regarding techniques, hazards, contraindications and complications prior to the performance of these procedures. Ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. When firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the 530 reflex elc,20m/l clips were being used on (B)(6) 2023 during a laparoscopic cholecystectomy procedure and the clips "did not load straight properly from the beginning.¿ there was no impact or injury to patient/user. The procedure was completed with an alternate unknown device and there was no delay. Further information was received and it was found that the clips were scissoring. "The clip came out crossed. The event was aware when the devise was used on a patient." No medical/surgical intervention or extended stay for the patient was reported. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the 530 reflex elc,20m/l clips were being used on (B)(6) 2023 during a laparoscopic cholecystectomy procedure and the clips "did not load straight properly from the beginning.¿ there was no impact or injury to patient/user. The procedure was completed with an alternate unknown device and there was no delay. Further information was received and it was found that the clips were scissoring. "The clip came out crossed. The event was aware when the devise was used on a patient." No medical/surgical intervention or extended stay for the patient was reported. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.